Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that while sitting down last night, the patient got a shocking sensation. The patient said it had been kind of hurting in the area but does not know why. It is not red but it is swollen. The patient also reported that it had been hurting at the sciatic area and both sides of her hips. This had been occurring for the past two to three months. The therapy was confirmed and is on, program 1 at 0.1 volts. There was no trauma or falls that could had affected the device system. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.